Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Non-sustained rv oversensing due to lead noise was observed. Programming changes were made. Lead remains implanted. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
No reprogramming was made, as previously reported. New information received indicates that the lead continues to exhibit noise. Crosstalk was also observed. Programming changes were made. The issue was resolved.